Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -2.0/+4.0/052 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was attempted to be exchanged with a shorter lens due to excessive vault. The problem was not resolved. See MFR report 2023826-2019-00049 for case continuation. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found lens to be within specification. (B)(4).